Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and there was a pressurized drip failure. After confirmation of octaray pressurized drip failure, octaray was removed from the patient's body and visually checked for clot, but no clot was found. Attempted to flush with syringe but did not resolve. The issue was resolved by replacing the catheter to another new one. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. An irrigation test was performed, and irrigation could not be performed, therefore, dissection was performed in the shaft area and the irrigation tube was found folded. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the irrigation tube damage could not be established conclusively. The instructions for use instruct to: prior to inserting the catheter into the body, flush the catheter with heparinized normal saline. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the irrigation luer when the catheter is in the body. A rate of 2 ml/min is recommended. If the catheter is removed from the body, flush the catheter before reinserting it. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and there was a pressurized drip failure. After confirmation of octaray pressurized drip failure, octaray was removed from the patient's body and visually checked for clot, but no clot was found. Attempted to flush with syringe but did not resolve. The issue was resolved by replacing the catheter to another new one. The procedure was completed without patient's consequence. Additional information received indicated that after superior vena cava (svc) mapping, octaray was removed from the patient's body, and when it was reinserted, a drop failure was observed from the tip of the catheter. There were no errors noted from the irrigation pump.

Manufacturer narrative:
On 15-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).